Event description:
Amnisure swabs are unwinding and falling apart when they get wet, either in the patient or in the solution.This potentially could cause an inaccurate test which may affect the diagnosis for the patient.Swap was discarded.